Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clip not deploying could not be determined as the customer discarded the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the single use repositionable clip did not deploy. There were no reports of patient harm or injury. Related patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.